Event description:
The distributor contacted animas on (B)(6) 2013 alleging air bubbles in the cartridge resulting from issues with the lubrication of the cartridge. The distributor reported that this was an issue with several cartridges from the same lot number. The distributor reported that this issue caused the patient to experience hyperglycemia of an unreported measurement and no reported symptoms suggestive of hyperglycemia. There was insufficient information provided to determine if there was a reportable adverse event associated with this complaint. This complaint is being reported because the user reported air bubbles forming in the insulin cartridge due to a lubrication issue with the cartridge.

Manufacturer narrative:
(B)(6). The insulin cartridges have not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the cartridges are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/09/2013,device evaluation: the subject product was not returned for investigation. A retained sample from lot # b20177 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. No leaks were observed from the luer lock connection, o-rings, or anywhere else in the cartridge. Each cartridge is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.